Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed, one at 10 o¿clock position and the other at 14 o¿clock position. The sheath remained a 14f sheath and the tavi procedure was completed. Reportedly post procedure, the preplaced suture at 10 o¿clock position was pulled tight, the shorter suture was pulled and the knot was attempted to be locked but the suture broke. Hemostasis was achieved by the suture at 14 o¿clock position. Manual compression was applied only as a precaution. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.